Event description:
It was reported that the pt presented surgeon with hip pain. Surgeon took xrays and noticed that some sort of metallosis may be occurring. Because of the area of the pt's pain, surgeon suspects that metallosis is very probable. Pt was doing fine since implantation up until 3-4 weeks ago when pain started. Surgeon is planning on revising.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device reference in this report (including x-rays and medical records) was requested. Should additional information becomes available, the evaluation summary will be submitted in a supplemental report.